Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory was performed and no anomalies were found. Battery voltage 2.6173 v, eri flag not tripped. Concomitant product: 4046 boston scientific lead, implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device reached elective replacement indicator (eri) with shorter than expected longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.